Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that alert code 106 occurred after catheter plugged into carto and before first ablation as tip threaded through distal end of sheath (distal exit). A second device was used to complete the operation. There was no adverse event reported on patient. Catheter was not used in patient. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 6-apr-2026, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish-brown material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and force test of the returned device were performed following j&j medtech procedures. Visual analysis revealed a reddish-brown material, presumably blood at the tip area and there was a hole at the pebax. The device was connected to carto 3 system, and it was recognized. The force feature was tested and no errors were observed. The force values and the vector were observed within specifications. A microscopic examination was performed and the irrigation holes were clean. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The hole in the pebax could be related to the force sensor error reported by the customer; the complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during or after the procedure; however, this could not be conclusively determined. The reddish brown material, presumably blood observed could be related to the procedure. The instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter; do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under 510(k)/PMA #: p030031/s078. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).